Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical product: biomet ebi bone healing system catalog #: 1068234 serial #: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the patient's husband that the coilette was warm from the first use and progressively got worse. He states she only wore the coilette for ten (10) hours and she experienced a burn and now has a scab. He also stated she used the unit for sixteen (16) days and there was also some dried blood in the coilette where the burn was. The patient's physician advised her to stop using the device. No treatment or medication was provided.

Event description:
It was reported by the patient's husband that the coilette was warm from the first use and progressively got worse. The patient's husband stated that the patient only wore the coilette for ten hours when she experienced a burn and developed a scab. He also stated she used the unit for sixteen (16) days. There was some dried blood in the coilette where the burn was. The patient's physician advised her to stop using the device. No treatment or medication was provided. No additional patient consequences were reported.

Manufacturer narrative:
The follow-up report is being submitted to relay additional and corrected information. The product was returned to zimmer biomet. The complaint sample was evaluated and the reported complaint was not confirmed. A visual inspection of the returned device confirmed that there was no exposed wiring. During the burn-in process, the temperature of the coil was monitored and the hot condition was not confirmed. The sflx xl coilette was reviewed and it operated as intended. The reported condition is related to clinical factors beyond the scope of the device investigation covered in the complaint investigation. The DHR was reviewed and no discrepancies relevant to the reported condition were found. Root cause was unable to be determined. If any further information is found which would alter or change any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: b2: outcomes attributed to adverse event updated to required intervention to prevent permanent impairment/damage (devices) b4: date of this report added b5: event description updated d4: device information: added lot number d4: device information: added UDI number d10: device available for evaluation updated to yes d10: date returned to manufacturer added g1-2: contact office: name and email address updated g4: date received by manufacturer added g7: type of report h2: follow-up types h3: device evaluated by manufacturer updated to yes h4: device manufacturer date added h6: patient code updated to 1757: burn h6: device code updated to 3191: appropriate term/code not available h6: method code updated to 3331: analysis of production records h6: method code updated to 10: testing of actual/suspected device h6: results code updated to 213: no device problem found h6: conclusion code updated to 67: no problem detected h6: conclusion code updated to 4315: cause not established h9: correction/removal reporting number updated to n/a h10: additional narratives/data the following sections were corrected: b1: report type corrected to adverse event g5: premarket identification: PMA/510(k) number corrected h1: type of reportable event updated to serious injury h8: usage of device: corrected to unknown.